Event description:
It was reported that the remote monitor electrogram (egm) showed unknown markers and the shock was not visible. It was suspected that the egm was not complete as the patient was sending the transmission during the episode. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the remote monitor electrogram (egm) showed unknown markers and the shock was not visible. It was suspected that the egm was not complete as the patient was sending the transmission during the episode. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the remote monitor has been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.